Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary total hip in (B)(6) of 2007 with a trident cup and a securfit stem. Patient did well until recently. She developed hip pain. Follow up appointment with xrays. It was observed that she had medial migration of the acetabular component. She was scheduled for a revision. The doctor used a competitive cup and a new sleeve and head. No stryker rep was present for the case. Surgeon stated the patient had poor bone quality and attributed that to the cups migration. Update 12/april/2019: spoke to rep. Rep reported that no further information is available.